Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, the customer's complaint was confirmed. It was also noted the software (sw) needed to be updated and there was a worn video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus the locking mechanism in the front of their evis exera iii video system center doesn't lock in the paddle. Upon inspection and testing of the customer returned device, bent pins were observed in the video socket causing no image with 180-series scopes. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the bent pin(s) could not be identified. Per the instructions for use below, the phenomenon might have been prevented: -do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.